Event description:
It was reported that the patient was revised due to bipolar dislocations.

Manufacturer narrative:
Additional information has been requested, and if supplied, will be submitted on a supplemental.